Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they hospitalized and visited to emergency room due hypoglycemia on (B)(6) 2019. Customer blood glucose level at the time of incident was 20 mg/dl. Customer was treated with glucagon. Customer was using the insulin pump system within 48 hours of reported event. Auto mode feature was not active at the time of event. Troubleshooting was performed. The insulin pump will not be returned for analysis.